Manufacturer narrative:
As reported in a research article, one patient had femoral arterial thrombosis and thrombolysis after implantation with an unknown amplatzer vsd occluder . A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying both a muscular ventricular septal defect(mvsd) occluder and a perimembranous ventricular septal defect (pmvsd) occluder that may be related to significant post-procedural complications. Details are listed in the attached article, titled "transcatheter closure of perimembranous ventricular septal defects early and long-term results". This research article is a prospective single center experience to evaluate safety, efficacy and follow-up results of percutaneous closure of perimembranous ventricular septal defects (pmvsd). Devices that were associated with this study were muscular ventricular septal defect (mvsd) occluders and perimembranous ventricular septal defect (pmvsd) occluders. Between january 1999 and june 2006, data was collected on 104 patients who underwent transcatheter closure of a pmvsd under general anesthesia with orotracheal intubation and 100 iu/kg of heparin and antibiotics given intravenously. The patient's general characteristics are reported 58 females, 46 males with a median age of 14 yrs and a median weight of 26.5kg. In one case a 1 year old female (7kg) experienced a femoral arterial thrombosis and thrombolysis with recombinant tissue plasminogen activator was successful in treating the patient. There is no allegation of malfunction of both the pmvsd and mvsd occluder devices. The primary author of the article is gianfranco butera, md, department of pediatric cardiology, irccs policlinico san donato, piazza edmondo malan, 2. San donato milanese, italy 20097 with the corresponding email: gianfra.but@lycos.com.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying both a muscular ventricular septal defect(mvsd) occluder and a perimembranous ventricular septal defect (pmvsd) occluder that may be related to significant early post-procedural complications. Details are listed in the attached article, titled "transcatheter closure of perimembranous ventricular septal defects early and long-term results". Between january 1999 and june 2006, data was collected on 104 patients who underwent transcatheter closure of a perimembranous ventricular septal defect(pmvsd) under general anesthesia with orotracheal intubation and 100 iu/kg of heparin and antibiotics given intravenously. The patient's general characteristics are reported 58 females, 46 males with a median age of 14 yrs and a median weight of 26.5kg. In one case a (B)(6) female (B)(6) experienced a femoral arterial thrombosis and thrombolysis with recombinant tissue plasminogen activator was successful in treating the patient.